Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately six months post filter deployment, it was alleged that the filter tilted, difficult to remove, struts perforated, fractured and the patient reportedly experienced chest pain. The device was removed percutaneously after multiple unsuccessful attempts. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months of post-deployment, computed tomography of abdomen and pelvis demonstrated that an inferior vena cava filter was noted with angulated positioning and several struts towards the right lobe of the liver. There was no definite thrombus within the inferior vena cava. However, there was apex leftward tilt of the suprarenal inferior vena cava filter, with progression of tilt compared with the images during the filter placement. Several of the struts projected well beyond the right aspect of the wall of the inferior vena cava. A few of the struts appeared to project into the parenchyma of the right lobe of the liver, and one of the struts appeared to lie immediately adjacent to a branch of the right portal vein. Around, one month and sixteen days later, filter retrieval attempt was performed. Access to the right jugular vein was performed with a micropuncture set under ultrasound guidance. A short vascular sheath was placed. A catheter was advanced over a wire into the infrarenal inferior vena cava and rotational cavogram was performed. The short vascular sheath was exchanged for a long sheath. The bard recovery cone could not be used to remove the filter because the filter was tilted, and the tip was embedded in the wall of the inferior vena cava. Therefore, forceps extraction of the filter was attempted. Through the sheath, endobronchial forceps extraction of the embedded filter was attempted. Despite multiple attempts using the endobronchial forceps, the filter could not be removed. Post procedure cavogram was performed. Around, ten months and twenty-five days later, computed tomography of abdomen and pelvis with contrast was performed and result showed that there had been no significant interval change in position of a suprarenal vena cava filter which was tilted. The tip was located along the medial wall of the vena cava and the struts extended into the adjacent hepatic veins. Around, two years and five months later, ultrasound of abdomen right upper quadrant demonstrated that there was partial visualization of the inferior vena cava filter which was primarily located in the inferior vena cava with at least one tine present in the right hepatic vein. Around, two months and twenty-seven days later, filter retrieval procedure was attempted. There was no caval thrombus and no clot found in the filter. An amplatz wire was placed through the pigtail catheter and the 5-french sheath was placed in the right neck with a 10-french filter recovery sheath. The bard retrieval catheter device was used to grab the filter which was unsuccessful as the filter was invaded in the caval wall. The filter was tilted almost 90 degrees to its site. Snare and wire were also attempted to retrieve the filter but could not retract the filter into the 10-french sheath nor dislodge it from the caval wall. The right femoral vein was punctured in retrograde fashion with an 18-gauge needle, a bentson wire, and threaded an 18-french sheath up from the right groin. Through the 18-french sheath, a sterile endoscopic grasper device was placed and succeeded in grasping the filter pointed out of the caval wall crossing into the 18-french sheath and then removing it from the body. Number of legs were remained in the body embedded in the caval wall which was snared with a snare catheter and again removed. After, three days, the filter strut in the right pulmonary artery was grasped and removed in its entirety. Gross description demonstrated that the specimen 1 was received with no specimen designation on the container, and consisted of a wire inferior vena cava filter measured 4.7 x 2.1 x 2.0 cm. The filter had seven legs attached, with an additional three in the container. Around, four years and five months later, computed tomography of chest with intravenous contrast was performed due to chest pain and result showed the previously seen inferior vena cava filter strut in the right main pulmonary artery was no longer identified. There was no evidence for an acute pulmonary embolus. X-ray of abdomen 2 views showed the retained inferior vena cava filter strut at t12 level, unchanged in position. There was an inferior vena cava filter fragment overlay right lateral l1 vertebral body, unchanged from previous study. On the next day, computed tomography angiogram of abdomen and pelvis showed that the previously fractured inferior vena cava filter was likely extruded. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), filter limb detachment and retrieval difficulties. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 04/2010), g3, h6(method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately six months post filter deployment, it was alleged that the filter tilted, difficult to remove, struts perforated, fractured and the patient reportedly experienced chest pain. The device was removed percutaneously after multiple unsuccessful attempts. The current status of the patient is unknown.